Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Reportedly, the customer overfilled the cartridge. Tandem technical support educated the customer on not overfilling the cartridge. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to customer¿s blood glucose level.